Event description:
Explanting physician reported a right side rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken .a microscopic analysis was performed which identify broken smooth in the posterior. Based on the device analysis the final assessment is: a broken smooth in the posterior side assessed as smooth opening.

Manufacturer narrative:
Postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a right side rupture diagnosed by MRI. The device has been explanted.